Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited spikes in pace impedances. The impedances have previously spiked to 900 ohms, but the recent spikes have risen to out of range values of greater than 2000 ohms. The values returned to around 400 ohms after the spikes. Boston scientific technical services discussed troubleshooting with the health care professional. At this time, the patient has been seen in clinic. Sensing and thresholds are stable and there has not been any noise observed. The patient will continue to be monitored. The ra lead and existing implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.